Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device : myometrium"), uterine perforation ("perforation (uterus)"), pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding (general)"), abortion spontaneous ("suffered a miscarriage after implantation of the device") and pregnancy with contraceptive device ("pregnant with essure micro-insert") in an adult female patient who had essure (batch no. 626909) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 6 (B)(6) 2002, (B)(6) 2003, (B)(6) 2004, (B)(6) 2006, (B)(6) 2008 and (B)(6) 2007). Concurrent conditions included diarrhoea, gastritis, biliary dyskinesia and chronic cholecystitis. In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and rash ("rashes"). In (B)(6) 2008, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In may 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("severe abdominal pain") and device expulsion ("migration of essure device (location of device: myometrium)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (unilateral salpingectomy - right tube, hysterectomy with unilateral salpingectomy -left tube), surgery (unilateral salpingectomy - right tube and hysterectomy with unilateral salpingectomy)) and surgery (to remove her cervix and her left fallopian tube). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, uterine perforation, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, abdominal pain, device expulsion, dysmenorrhoea and headache outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, rash, dyspareunia and fatigue had resolved and the migraine and nausea was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion most recent follow-up information incorporated above includes: on 25-may-2018: plaintiff fact sheet: the events migraines / headaches, dysmenorrhea (cramping), fatigue, nausea, pelvic pain, rashes, abnormal bleeding (vaginal and menorrhagia), migration of essure device location of device: myometrium added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding (general)"), abortion spontaneous ("suffered a miscarriage after implantation of the device") and pregnancy with contraceptive device ("pregnant with essure micro-insert") in an adult female patient who had essure (batch no. 626909) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included gravida ii and parity 6 (B)(6) 2002, (B)(6) 2003, (B)(6) 2004, (B)(6) 2006, (B)(6) 2008 and (B)(6) 2007). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes") and device expulsion ("migration of essure device (location of device: myometrium)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (unilateral salpingectomy - right tube and hysterectomy with unilateral salpingectomy)) and surgery (to remove her cervix and her left fallopian tube). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, abdominal pain, vaginal haemorrhage, menorrhagia, rash and device expulsion outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, device expulsion, genital haemorrhage, menorrhagia, pelvic pain, pregnancy with contraceptive device, rash, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received,reporter added, lot number added, concomitant condition added, events added as follows:- uterine perforation, vaginal haemorrhage, menorrhagia, rash, device expulsion.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation of ptc (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. A lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had pelvic pain after essure (fallopian tube occlusion insert) insertion. She underwent a right side salpingectomy. Almost 7 years later, she underwent another surgery to remove her cervix and her left fallopian tube. Pelvic pain and pregnancy with essure are anticipated while miscarriage is not anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case no alternative explanation was provided, a causal relationship with essure cannot be excluded. Considering that the onset date of pregnancy was not provided, a causal relationship with essure cannot be excluded either. In contrast, although the gestational age was not provided, since in most of the cases, the miscarriage is due to chromosome abnormalities or gross morphological malformations, this miscarriage is assessed as unrelated to essure inserts. This case is regarded as incident since surgical device removal was required (implied). No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure device location of device: myometrium"), device dislocation ("migration of essure device location of device: myometrium"), pelvic pain ("pelvic pain"), genital haemorrhage ("abnormal bleeding (general)"), abortion spontaneous ("suffered a miscarriage after implantation of the device") and pregnancy with contraceptive device ("pregnant with essure micro-insert") in an adult female patient who had essure (batch no. 626909) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 6 (B)(6) 2002, (B)(6) 2003, (B)(6) 2004, (B)(6) 2006, (B)(6) 2008 and (B)(6) 2007. Concurrent conditions included diarrhoea, gastritis, biliary dyskinesia and chronic cholecystitis. In august 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2008, the patient had essure inserted. In september 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In october 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and rash ("rashes"). In december 2008, the patient experienced nausea ("nausea") and fatigue ("fatigue"). In february 2009, the patient experienced migraine ("migraines") and headache ("headaches"). In may 2012, the patient experienced abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), abdominal pain ("severe abdominal pain") and device expulsion ("migration of essure device (location of device: myometrium)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (unilateral salpingectomy - right tube and hysterectomy with unilateral salpingectomy)), surgery (unilateral salpingectomy - right tube, hysterectomy with unilateral salpingectomy -left tube) and surgery (to remove her cervix and her left fallopian tube). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, abortion spontaneous, pregnancy with contraceptive device, abdominal pain, device expulsion, dysmenorrhoea and headache outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, rash, dyspareunia and fatigue had resolved and the migraine and nausea was resolving. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, rash, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 13-may-2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-aug-2018: quality-safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on (B)(6) 2016. It describes the occurrence of pregnancy in a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008 for permanent contraception. Sometime after implant of the essure device, she began to experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, abdominal pain, pain during intercourse, headaches, allergic reaction, mood swings, migration of the device, unwanted pregnancy, and fatigue. She reported that her physician that she was experiencing severe abdominal pain, pelvic pain. Plaintiff also suffered a miscarriage after implantation of the device. Plaintiff saw her physician and underwent a right side salpingectomy. On or about (B)(6) 2015, plaintiff underwent another surgery to remove her cervix and her left fallopian tube. Quality safety evaluation of ptc received on (B)(6) 2016: ptc global number 2016-058442. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. A lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed spontaneous case report is under litigation. It refers to an adult female consumer who had pelvic pain after essure (fallopian tube occlusion insert) insertion. She underwent a right side salpingectomy. Almost 7 years later, she underwent another surgery to remove her cervix and her left fallopian tube. Pelvic pain and pregnancy with essure are anticipated while miscarriage is not anticipated in the reference safety information for essure. Considering that essure therapy may cause pelvic pain and considering that in this case no alternative explanation was provided, a causal relationship with essure cannot be excluded. Considering that the onset date of pregnancy was not provided, a causal relationship with essure cannot be excluded either. In contrast, although the gestational age was not provided, since in most of the cases, the miscarriage is due to chromosome abnormalities or gross morphological malformations, this miscarriage is assessed as unrelated to essure inserts. This case is regarded as incident since surgical device removal was required (implied). A product technical complaint analysis is being sought. Further information will be obtained through litigation process.